Event description:
It was reported that intermittent occlusion alarms occurred leading to a high blood glucose level as indicated by a cgm reading of "high." The customer took corrective action by administering a correction injection via mdi. Reportedly, the customer resumed insulin to resolve the issue.